Event description:
A mic-key low profile gastrostomy feeding tube (g-tube) was placed in the o.r. Without difficulty. Prior to placement, the surgeon inflated the balloon and it retained air. The pt returned to the nicu. The next day when patient was examined the device was found in the crib. The surgeon placed a #6 french foley and the patient was sent to interventional radiology for the placement of a larger device. There was no patient harm. The pt was discharged with the device intact.